Event description:
During baxter's evaluation of a spectrum pump, it displayed the door not fully latched message. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to door not fully latched messages which were reproduced during evaluation. The door latches close, but with excessive force being required to close door. The device was calibrated to correct this condition.